Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had right hip revision due to pain. Surgeon took off metal head of accolade stem, removed blackening on trunion, and replaced it with v-40 taper sleeve.